Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: the end of the tubing which connects to the IV became separated from tubing itself causing the blood from the patient to begin dripping out as well as IV fluids dripping on to the floor. The nurse was at the bedside and noticed immediately and was able to disconnect. Additional information received from the customer: what was the impact to the patient? Brief delay in IV antibiotics, small amount of blood came out of IV, impact minimal. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse event. What was the medication/fluid in use at the time of the event? Normal saline was infusing.

Manufacturer narrative:
One sample was submitted for quality evaluation. Visual examination of the sample indicates that the distal male luer connector had separated from the full assembly. Further examination under magnification indicates that there is a lack of solvent on the bonding surfaces. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing to determine the root cause. According to the investigation the potential root cause of the separation between the tubing and male luer component are a solvent dispenser malfunction and/or that the assembly method was not followed. A quality alert was created to inform the production personnel and to inform them that the use of the assembly fixtures create the issues seen in this sample. A device history record review for model 2426-0007 lot number 25033142 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.